Event description:
Caller reported issue with the t:slim x2 pump battery not charging. There was no adverse impact to the customer¿s blood glucose level. Caller attempted several troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. Cts decided to replace the pump, and the shipping details were confirmed. Caller will use backup therapy of mdi to ensure insulin delivery is not interrupted during the transition. Cts provided instructions for returning the problematic pump and advised on steps for setting up the replacement, which the caller acknowledged and understood.